Event description:
It was reported that this left ventricular (lv) lead exhibited a gradual rise in pacing impedance. The impedance was high out of range. Technical services (ts) provided potential causes for the rise in impedance. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the issue will continue to be monitored.

Event description:
It was reported that this left ventricular (lv) lead exhibited a gradual rise in pacing impedance. The impedance was high out of range. Technical services (ts) provided potential causes for the rise in impedance. The lead remains in use. No adverse patient effects were reported.